Event description:
A us distributor returned a monitor and reported monitor was displaying a service code.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) was confirmed. Upon investigation the monitor was unable to complete incoming functionality testing and displayed a service code 110 (overvoltage set no energy). The cause for the failure was isolated to a shorted c1 capacitor and multiple other components on the computer/analog pca. The root cause for the shorted components could not be positively identified. No adverse event resulted from the damaged monitor.